Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Onsite functional and visual examination was performed. The emitter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that no magnetic field was emitted. The system indicated of the emitter was red. An attempt was made to use the axiem controller from another system used for orthopedic and cerebral surgery, but the issue persisted. Medtronic navigation was aborted. There was no delay to surgery and no reported impact to patient outcome.

Manufacturer narrative:
The field generator was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The generator was bad and not able to track. The emi interface did not recognize it, as it displayed "not connected". An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used in a procedure. It was reported that no magnetic field was emitted. The indication of emitter was also red. An attempt was made to use the axiem controller from another system used for orthopedic and cerebral surgery, but the issue persisted. The surgery was completed without navigation. There was no delay to surgery. No impact on patient outcome.